Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that presented an occlusion alarm was not confirmed or reproduced by baxter service personnel. No cause was determined and no repairs necessary for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump that presented an occlusion alarm. It is unknown when or in which care area this event occurred. The facility representative stated that there was no patient involvement, patient injury nor medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The exact occurence date is unknown. Initial evaluation on-site did not confirm the reported condition. Upon completion of baxter's investigation, a follow-up medwatch will be submitted.